Event description:
Sorin group (B)(4) received a report that the cardiotomy reservoir became blocked during a procedure causing a decrease in venous return. There was no patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the d905 eos oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cardiotomy reservoir became blocked during a procedure causing a decrease in venous return. There was no patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.